Manufacturer narrative:
Bleeding is a known potential adverse effect releated to the use of radiofrequency energy on tissue in the nose.

Event description:
Patient experienced epistaxis approximately two weeks post-procedure. The patient went to the emergency department for care and received nasal packing. Epistaxis did not resolve with nasal packing and the patient was taken to the operating room for cauterization of the sphenopalatine artery.